Event description:
The customer reported that his olympus halogen light source¿s lamp was not lighting up during preparation for a therapeutic bronchial lavage procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp was not powering up during testing for a variety of issues. The lamp itself was found burnt black. One of the unit¿s electrical transformers was found faulty. The gas supply was found insufficient, and the lamp socket had been deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the device evaluation, the device had a start up failure. This report is being submitted for the start-up failure and the lamp not lighting up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the start-up failure was due to a power supply unit failure. The finalt root cause of the power supply unit failure and the lamp not lighting up was unable to be identified. Olympus will continue to monitor field performance for this device.